Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that faulty board in the drawer. A field service engineer, replaced module controller board also powered the station back on and confirmed drawer was functional. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system not detected on bus and would not recover. Customer stated that there was a delay in accessing medication. There were no adverse events or injuries reported based on this incident.